Event description:
It was reported that while using a bd luer-lok¿ syringe sterile, single use, 5 ml, foreign matter was observed in the syringe barrel. The following information was provided by the initial reporter: particles in syringe. Particulate, possibly part of the syringe stopper floating in medication draw.

Manufacturer narrative:
Initial reporter facility name: (B)(6). . A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evalution?: yes. D9: returned to manufacturer on: 21-mar-2022 h6: investigation summary seven 5ml luer-lock syringes (p/n 309646) batch 1112084 and one bd vacutainer were received and evaluated. Four of the packages were received in sealed packages and three of the packages were opened packaging. One of the opened syringes had significant amounts of a dark white residue on the tip of the stopper and inside the tip area of the syringe. All the rest of the samples had no signs of any foreign matter present in the syringe. The vacutainer has a swab inside. Fourier transform infrared spectroscopy test results for the loose white material from syringe and loose black materials from vacutainer swab state the foreign matter is silicone which is required in the syringe manufacturing process. The conditions observed are non-conforming per product specifications. Silicone is applied as a spray of particles to the inside of the barrel. It is unclear what type of storage and handling conditions the product was subjected to after leaving the manufacturing plant. It is possible certain conditions outside the manufacturing environment contributed to the drying of silicone to the stopper. These conditions are occurring at/below their expected frequency. Therefore, no corrective action is required at this time. Batch 1112084 is considered in compliance with our product specification requirements. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that while using a bd luer-lok¿ syringe sterile, single use, 5 ml, foreign matter was observed in the syringe barrel. The following information was provided by the initial reporter: particles in syringe. Particulate, possibly part of the syringe stopper floating in medication draw.